Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was later reported the device reached elective replacement indicator (eri) early. It was noted that the device had previously been programmed with atrial therapies on and several thousand anti-tachycardia pacing attempts were made. The device was explanted and replaced.

Manufacturer narrative:
Evaluation summary: preliminary analysis found a higher than nominal system current drain. Further analysis did not confirm the reported high current drain condition. A cause for the premature battery depletion was not determined since the device functioned nominally throughout the remainder of the analysis, and no hybrid-related anomalies were found.

Event description:
It was reported that during a routine device check the remaining longevity was less than two to seven months and the device had been implanted less than three years prior. It was noted that the leads had electrical values within normal limits. There was concern with the device longevity being less than expected. The device will be rechecked in two to three months and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.